Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, it was observed that there were three battery compartment cracks left of the bumper, above the bumper pad and below the bumper pad. It was also noted that there was a cartridge compartment crack above the bumper pad. Unrelated to the original complaint, it was observed that when the pump was powered on, the display appeared to be dim and discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the battery compartment was cracked and the battery cap was stripped. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.